Event description:
It was reported that the implantable cardiac monitor exhibited a software lockup. After a device firmware download, normal device function resumed. No patient symptoms or additional information was reported.